Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced recurring alert 38 messages. During this period, the user had a hyperglycemic episode with a peak blood glucose value of 400 mg/dl and managed the event by disconnecting from the ilet and reverting to manual therapy. A device replacement was arranged. No outside medical intervention was required.